Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed power on reset (por) parameters. Write to locked random access memory por recorded on (B)(6) 2010. The analyst noted that the por severity was low and that the device should be able to fully recover after the reset. Additional single bit error correction code errors are observed on (B)(6) 2010. Parity errors are common in patients who receive radiation therapy. Correction: adverse event flag.

Event description:
It was reported that electrical reset was observed after radiation therapy for bladder cancer. The device was reprogrammed to prior parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.